Event description:
A malfunction was reported on a pump, although no notable events occurred prior to the issue. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.